Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were exhibiting high impedance due to confirmed fractures. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: icf09b implantable pacing lead, (B)(6) 2002. (B)(4).